Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in the aortic position via right side trans femoral approach. The 16f esheath plus was not hubbed and the valve was having trouble progressing through the arteriotomy. Sheath was sticking out of the skin further than recommended, partially expandable part was not inserted into the arteriotomy. It was inserted at about a 45 degree angle. The valve was already past the tri seal in the sheath when the valve became stuck in the white portion of the sheath. The two doctors both tried progressing the system but out of fear of causing a vascular complication, they requested re prep. The entire system was removed as one (commander/sheath/valve). A second 29mm sapien 3 ultra resilia valve, 29mm commander delivery system and 16f esheath plus were prepped. The second time, they pre dilated/split the esheath with the 18f dilator and used rodaglyde, the valve slid right in. Successful case. There was no injury to the patient.the 29mm commander delivery system was returned for evaluation, per pre decontamination notes the 29mm commander delivery system was returned locked between packaging and default marker with no fine adjust, no flex, balloon leak observed on proximal end of inflation balloon. Due to nature of the leak, measurements were unable to be performed. No tear observed on I/c bond, leakage noted on proximal shoulder of inflation balloon.it is to be noted the doctor was playing with the devices on the back table trying to evaluate what happened, it will not be an accurate depiction of the incident.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: there was a kink on guidewire shaft at proximal triple marker, likely due to returned packaging. The delivery system with the valve was removed from the sheath and the valve was positioned on the inflation balloon. An attempt to inflate the balloon and expand the valve was performed and leakage was observed on the proximal shoulder of the inflation balloon. Damage on proximal inflation balloon shoulder. No abnormalities observed on the valve. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported balloon leak was confirmed based on evaluation of the returned device. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, the user experienced resistance while advancing the delivery system with a crimped valve through the sheath. This suggests that high push force was applied to overcome the resistance during device insertion, which may have caused the frame of the valve to interact with the balloon, potentially damaging it as observed. In addition, it was reported that the doctor was playing with the devices on the back table trying to evaluate what happened suggesting that further device manipulation occurred after removing the devices from the patient. It is not possible to determine if the manipulation on the back table contributed to the valve frame interacting with the balloon, potentially leading to the balloon damage that was observed. As such, it is not possible to determine the timing or the mechanism of the event, review of the available information suggests that procedural factors (high push force and device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.